Event description:
The customer received high out of range control readings of 244 and 307mg/dl on her contour next ez meter. While checking the memory of the meter it was discovered that the readings were not automatically marked as control tests, which will be displayed as a blood results when accessing the meter's memory. No adverse event was alleged. The issue was resolved during the call. Product will not be returned for evaluation.